Event description:
The affiliate stated the customer reported low rf voltage alarm instrument message involving the coulter lh 750 hematology analyzer. The customer stated no erroneous patient results were generated at the time of the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the preamp, rf detector, and solid state. The fse performed calibration and adjustments following the repairs. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the solid state rf preamp. A definitive root cause is unknown.